Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was puffy and leaked. There was patient involvement. The caregiver stated that during the previous therapy session a cassette leaked fluid while inside the homechoice. They added that fluid leaked out inside of door and lot of fluid leaked out when they opened the door. The caregiver stated they observed fluid leak in door last (B)(6) 2017. The rtsa advised caregiver to start over using new supplies. The caregiver notified registered nurse about the fluid leak. The rtsa instructed caregiver to remove the pro card for the replacement of the homechoice. The rtsa discussed continuous ambulatory peritoneal dialysis and initiated a swap of the homechoice. The caregiver stated the following morning when they removed the cassette, they noticed it was puffy and wet. The caregiver stated there had not been any damage to the supplies and no lines were pinched. There was no patient injury or medical intervention associated with this event. No additional information is available.